Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced diabetic ketoacidosis and got hospitalized from (B)(6) 2025 due to kinked catheters. The blood glucose level was 545 mg/dl at the time of event and the patient got treated with fluid intake, hourly blood measurement and insulin received via infusion pump. The patient was tested with ketones and results were 2.8mmol/l. The patient was in intensive care unit (ICU). No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions